Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer complained of questionable gluc3 glucose hk results for three patient samples results they received on 8/9/2017. Of the data provided, only the data for two patient samples were a reportable malfunction. For patient 1 the initial glucose result was 22.3 mg/dl. The repeat result was 84.9 mg/dl. For patient 2 the initial glucose result was 47.9 mg/dl. The repeat result was 74.0 mg/dl. (B)(6). The initial results were not reported outside of the laboratory. The repeat testing was performed on another analyzer. The repeat results are deemed to be correct. There were no adverse events. The samples were processed by a cobas 8100 modular pre-analytic system. The gluc3 glucose hk reagent lot was 222337 with an expiration date that was requested but not provided a field engineering specialist was initially unable to find a specific cause for the low glucose results. The customer on a later date had further issues leading to another service visit. During the new service visit a field engineering specialist was able to find multiple mechanical issues that were causing the discrepant glucose results. He found multiple valves that were not working properly, and he also found a cell rinse mechanism that was loose. Following the repairs performed by service, the customer has not had any further issues.